Event description:
(B)(4). Event occurred in the united states. The patient reported that the first set that he used from a new batch fell apart at the site location. The tube had fallen away from the button as it had been pulled apart but it did not break. He got up in the morning and he just sat in the chair. He did not know when it came out. The site location was right abdomen and the pump was located on the right side of his shirt. The infusion had been in use for three days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.